Event description:
Patient presented to the physician with pain beneath the right ear and radiating to the back of the head when swallowing. This is occurring when therapy is off and on. Physician referred the patient to physical therapy.